Event description:
It was reported that a (B)(6) male patient implanted with an edwards bioprosthetic valve in the pulmonary now presents with severe pulmonary insufficiency 16 months after implant. Tte conducted 15 months post implant indicates: " prosthesis is seen in the pulmonary position. With continuous wave doppler, there is a peak 15 mmhg gradient across the pulmonary valve. Aliasing begins at the pulmonary annulus. Only a leftward leaflet was seen to move though this may reflect angling of the image place. Mild to moderate pulmonary insufficiency." Records indicate that the patient is a candidate for implant of an transcatheter valve but decision to intervene or hold off has yet to be made.

Manufacturer narrative:
Report of pulmonary insufficiency noted in an edwards bioprosthetic valve after an implant duration of 16 months in a (B)(6) patient with congenital pulmonary valve defect. The valve remains implanted, independent review of the echocardiographic images was done - summary and impression as follows "a bioprosthesis is noted in the pulmonic position. There is incomplete visualization of the valve. In a single view, a single bioprosthesis leaflet is visualized; this leaflet appears thickened compared to normal, but with normal systolic and diastolic motion. There are no acquired images that suggest the presence of an abnormal structure associated with the pulmonic valve, including pulmonic valve strands; doppler interrogation of the pulmonic valve suggests severe pulmonic regurgitation. Two color-flow doppler loops include diastole as well as systole, and suggest severe regurgitation; other acquired loops contain only systole. Spectral doppler interrogation of the pulmonic valve suggests severe (but not free) pulmonic regurgitation, with rapid deceleration of pulmonary artery-to-right ventricular (rv) velocity during diastole, but without evidence of equalization of pressures. The tricuspid valve is thickened but does not appear stenotic; there is probably moderate tricuspid regurgitation; the estimated rv systolic pressure is ~ 48 mm hg (assuming a right atrial [ra] pressure of 10 mm hg). The ra and rv are mildly enlarged. There is rv hypertrophy with grossly normal rv systolic function." Impression: severe pulmonic regurgitation is noted ~ 1 year after reported pulmonic valve replacement with an aortic bioprosthesis. The valve appearance is abnormal (with thickening of the single visualized leaflet), but without demonstration on the acquired loops of associated masses or strands. The absence of visualization of other leaflets could be of significance, possibly reflecting tissue destruction. The differential diagnosis for severe bioprosthetic valve regurgitation relatively soon after implantation includes infection as well as atypical (early) structural valve deterioration. The possibility of infective endocarditis should be considered if mobile structures were observed in association with the valve." Medical records suggest the patient's blood cultures were negative. On the other hand, structural valve deterioration (svd) is the most common reason for bioprosthesis re-operation and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. In this case the patient's age ((B)(6)), and medical history (congenital defect) may have contributed to the performance and durability of this valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. Additional details and/or updates will be reported if provided. Note: the subject device is not indicated for implant in the pulmonary position; this is an off label use.